Event description:
As reported, in 2007, this patient was implanted with two gore tag thoracic endoprosthesis to reconstruct the transverse arch. On four days later, this patient experienced paralysis of the lower extremities after sitting down. The physician indicated that the patient is paraplegic.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient (tg4020/lot#05427613 and tg4015/lot#0545083).